Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the log files revealed that the reported event is possibly caused by an issue with the pump module. Therefore, the pump module subject to this event will be returned to investigation. A confirmation that the product will be returned for investigation was received. However, we are still awaiting the system to arrive at our facility. The investigation will be continued when the item is received.

Event description:
It has been reported that during procedure , the eva triggered a message. After a couple of attempts the surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that during procedure , the eva triggered a message. After a couple of attempts the surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the log files revealed that the reported event is possibly caused by an issue with the pump module. Therefore, the pump module subject to this event will be returned to investigation. A confirmation that the product will be returned for investigation was received. Since then, several product reminders have been sent to receive the product for investigation. Today the information is received that the product will be shipped within 3 weeks. The investigation will be continued as soon as the module is received at our facility.

Event description:
It has been reported that during procedure , the eva triggered a message. After a couple of attempts the surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the log files revealed that the reported event is possibly caused by an issue with the pump module. Therefore, the pump module subject to this event will be returned to investigation. A confirmation that the product will be returned for investigation was received. Since then, several product reminders have been sent to receive the product for investigation. Only recently the pump module is received for investigation. Investigation is ongoing. Outcome of the investigation will be included in the final report.

Event description:
It has been reported that during procedure, the eva triggered a message. After a couple of attempts the surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event, an eva pump module was returned for investigation. Investigation of the returned pump module revealed that the reported event was caused by a loose rotor connector inside the pump module. This will trigger an error message and result in the pump module becoming nonfunctional. A DHR review revealed no anomalies. In addition a review of the customers complaint history did not show any similar complaints against the eva system involved. Based upon the investigation performed it was determined that the reported event is attributable to a random component failure of the rotor connector. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It has been reported that during procedure, the eva triggered a message. After a couple of attempts the surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Event description:
It has been reported that during procedure , the eva triggered a message. After a couple of attempts the surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles revealed that the reported event is possibly caused by an issue with the pump module. Therefore, the pump module subject to this event will be returned to investigation. The investigation will be continued when the item is received.